Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance there was nav ring failure. The philips service engineer (fse) confirmed the reported failure. The philips service engineer (fse) repaired the issue by replacing the part. The unit has returned to service mode. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19jun2020, b4: 24jun2020. The front bezel which included the navigation ring was returned to failure investigation(fi) for analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.